Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of covid-19 positive (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported patient injected with 1 ml of juvéderm® volux¿ 9-10 month ago in the mandible angle (jw1). Patient presented with "hard round area at the lower part of the mandible angle." Treatment noted as hyalase "but not succeeded." 3-4 months post-injection, patient tested positive for covid-19, deemed not device related. "After that, it started to swell in the mentioned area."